Event description:
From publication itself (irish journal of medical science (1971 -). Https://doi.org/10.1007/s11845-022-03077-9): a retrospective single-center study was conducted of patients treated with coronary ivl between january and october 2020. A total of 62 shockwave¿ balloons were used in 47 patients. Procedural outcomes (reference table 3 of publication): within the publication, it was noted that two patients experienced coronary artery bypass graft (CABG) during the study at the st. James hospital. This report is to cover one of the two patient(s) that experienced CABG.

Manufacturer narrative:
The device referenced in this publication was not returned therefore, a physical examination could not be performed. Based on the information provided, two patients during the study experienced coronary artery bypass graft (CABG). This report is to capture one of the two patients that experience CABG. Due to insufficient information/ details regarding the event, the cause is not established - investigation findings do not lead to a clear conclusion about the cause of the reported CABG within the publication. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.